Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noisy image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the reported failure no image and additional malfunction noisy image was caused due to an imaging unit malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had no image. The issue occurred during installation for a colon diagnostic examination procedure. The intended procedure was completed with the same device. There were no reports of patient harm.